Manufacturer narrative:
The examination results, although inconclusive in the absence of the event baseplate, could not verify this complaint and suggest that this event is not device related.

Event description:
Insert/baseplate interface had gross motion, locking mechanism appeared defective. Surgeon elected to open another insert which locked securely to baseplate.